Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gas trointestinal/pelvic floor. It was reported that the patient had a poor communication screen, the programmer went off, and didn't realize the programmer battery were gone. The batteries were replaced and were trying to sync. The poor communication screen noticed was resolved during the report. In addition, the patient reported having sudden bowel problems onthe day of the report; diarrhea in the morning. During troubleshooting, it was noted that the stimulation was on at 1.5v on program 4. The patient noted that 1.5v was the highest she has ever had her device. There were no further complications or anticipations reported with this event.